Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented to the hospital after receiving vibratory notification alert for eri. Device was noted to have reached eri prematurely. The device was explanted and replaced. Patient had no complications after the event.

Manufacturer narrative:
Evaluation description included: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. (B)(4).